Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Additionally, the patient's complaint was confirmed, secondary findings and contamination finding: no contamination finding was found. There was no report of patient harm or injury. There was no medical intervention required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Correction to the previously reported information: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were observed. Additionally, the patient¿s complaint was not confirmed, and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The "event date" and "evaluation results code grid" has been corrected in this report. In this report, box b, d, h has been updated/corrected.